Event description:
Manufacturer's ref #: 236569.

Manufacturer narrative:
The user facility performed by themselves a repair of the ventilator. According to received information, the air gas module was found to be contaminated by water and was replaced. The gas module was not returned for investigation. Provided ventilator logs confirm the failed pre-use check. The cause of the failed pre-use check was most likely the contaminated air gas module. How the water entered the gas module has not been possible to be determined.

Event description:
It was reported that the ventilator failed internal leakage, flow transducer and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).